Event description:
Baxter (B)(4) received a report that one (1) ce infusor lv10 did not infuse. The device was filled with benzylpenicillin 4800mg in 0.9% nacl diluent. This occurred during patient use. There was no report of patient injury or medical intervention reported for this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an infusor device that would not flow was not confirmed during product evaluation. Visual and functional tests were performed and the device operated as expected. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.